Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n105087, implanted: 2007-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an instance of infection or urinary tract infection (uti) and noticed a return of spasticity. The patient was reportedly prone to infection, especially uti ¿because he uses a catheter¿. This resulted in a hospital visit. The therapy was reported as intrathecal baclofen (itb) therapy. No interventions, outcome or specific drugs were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was hospitalized due to a uti. The patient recovered without permanent impairment.